Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the 2.5 x 12 mm rx voyager balloon catheter was used for pre-dilatation, but the balloon ruptured during inflation at 14 atm. The balloon was changed to another company's balloon catheter and the procedure was completed with no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4).